Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 19.3 mmol/l (348 mg/dl) while wearing the pod between 5 and 24 hours. The patient's father reported the presence of blood at the pod site and noted that the infusion site appeared red and puffy, consistent with swelling. The patient also experienced pain while the pod was worn on the upper thigh. Upon removal of the pod from the infusion site (leg), the cannula was found to be bent. As treatment, a new pod was placed.